Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: the report indicates, the device would not release after it misfired. Describe in detail how the device was removed from the patient's tissue. Device handle pushed forward and opened was there any damage to the tissue? If yes, please describe damage. No damage to tissue how was the procedure completed? With new unit of the same product. What was the condition of the patient following surgery - stable, discharged, critical-please explain. Stable

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device misfired and would not release. It is unknown how the procedure was completed. No adverse consequence to a patient reported.